Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper defective/deformed with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper is deformed and therefore probably, risk of leakage. The device is available at the pharmacy.

Manufacturer narrative:
Investigation summary: three photo samples were provided to our quality engineer team for review. Upon visual inspection, it was observed that the stopper was partially disassembled from the plunger. A device history was performed and found no non-conformances related to the reported issue during production of batch 1807212. This incident was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A project has been initiated to look further into this issue in order to prevent reoccurrence. The area manager has been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Conclusion: although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station.

Event description:
It was reported that the stopper defective/deformed with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: the stopper is deformed and therefore probably, risk of leakage. The device is available at the pharmacy.